Event description:
Per the edwards lifesciences clinical specialist report, after the transfemoral deployment of a 23mm sapien valve, the patient experienced coronary occlusion and annular rupture. After treatment, the patient was transferred to the recovery unit in critical condition. On the next day, she had a cardiac arrest and expired. Case summary: a 20 x 4cm edwards bav balloon was introduced and bav was performed utilizing rvp. A simultaneous aortogram demonstrated contrast around the balloon into the lv; it was also noticed that a very calcified leaflet seemed to be directly in front of the lm origin. A 2nd bav was performed in another view to better assess the calcium/ostia interaction. During this it was noted that the 20mm balloon seemed completely occlusive in the aorta and indeed the lm would be compromised; therefore the lad was wired prior to valve deployment. The 23mm sapien valve was introduced and positioned 50:50 in the annulus; respirations were held, rvp initiated and the valve was deployed. Tee confirmed that post deployment there was trace pvl and no central ai. After removal of the delivery system, global st-depression was noted and it was found that the lm was compromised by a large piece of calcium that was pinned up behind the sapien. A 3.5 x 12mm stent was deployed in the distal lm. During assessment of the coronaries a large extravasation of contrast was noted under the lm which appeared to be evidence of annular rupture. The patient became hemodynamically unstable. Tee confirmed that the patient had a large pericardial effusion and pericardial tamponade was evident. Heparin was reversed and vasopressors were started. A pericardial tap removed 400cc of blood, which relieved the tamponade but global st-depression was apparent on the ECG so the lm/lad were re-engaged and re-wired. The patient was now being paced at a rate of 60 bpm and had no intrinsic blood pressure so CPR was initiated. When CPR was stopped, it was noted that the previously deployed stent was now totally occluded so it was reballooned and coronary flow was re-established. The patient again stabilized and received 2 additional units of prbc's. Amnioderone was started and full dose vasopressors were being given. The flow became again compromised and a second 4.5 x 15 stent was placed in the ostial lm hanging into the aorta to protect the lm from the calcium. The patient was re-heparinized and integrelin was given. A 40cc iabp was initiated. The patient become stable and was intermittently pacing. The ejection fraction was also normalizing via tee. The 22f sheath was removed from the rfa and the artery was surgically repaired without event. The patient was transferred to recovery.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU), coronary obstruction and cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention are among the potential adverse events associated with overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during pre-dilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification; consider the distance from annulus to left main to prevent left main occlusion. In this case, the cause of the coronary occlusion appears to be the large piece of calcium that was reported to be pinned up behind the sapien. It had been noted that the height of the lm origin was low (8mm) for a 23mm sapien and that during bav a very calcified leaflet seemed to be directly in front of the lm origin and the lm was wired prior to deploying the sapien valve. The pericardial effusion was found after post dilating the stent deployed in the lm; however, the annular rupture most likely occurred during bav or valve deployment and the severely calcified aortic annulus likely contributed to the injury. These speculations of root cause are based on the clinical information provided. Although the exact cause of death was not provided, it appears to have resulted from the procedural complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.